Event description:
It was reported that an error code appeared during testing. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was not verified. The device did not boot up with an error code of 2650. The last error code recorded was a watchdog motor control, system fault 45982. This is a normal system fault if it occurred once. The event log was erased when the internal battery failed on the main board. Recommended charging the device using the alternating current power cord. Without an accurate event log, there is no evidence any system faults. The device works as it should. Root cause is unknown.